Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: you must enter your transmitter ID correctly into your pump to receive sensor glucose readings. H3 other text : device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly the customer did not have the correct transmitter ID entered in pump. The customers blood glucose level was 45 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the pump and the transmitter regained connection after customer inputted correct transmitter ID into pump.